Manufacturer narrative:
Returned for evaluation was one (1) 14cm probe. As received, the ceramic tip was detached/broken. The customer's reported complaint description of tip fractured and detached was confirmed. A portion of the ceramic tip, semi rigid center conductor, ceramic cylinder and end washer have detached. This appears to be a thermal event that severed the center conductor, fractured, and detached the ceramic tip. Approximately 4 mm of ceramic tip remains attached to portion of semi rigid protruding for the shaft. There were signs of obvious external physical forces or signs of abnormal use. The cause of this type of thermal event could not be definitively determined. Note: this device was used to treat in bone tumor by inserting device into drilled bone which is not indicated in the product dfu. A review of the device history records was performed for the indicated lots for any deviations related to the reported failure mode of the complaint. The review confirms that the lots met all material, assembly and performance specifications; i.e. No ncr associated with reported failure mode. Labeling review: the instructions for use, item number {16600972-01} which is supplied to the user with the solero applicators contains the following statements: "inspect all devices and packaging for damage prior to use. Do not use any devices that are damaged or if the sterile barrier is breached. "The solero microwave tissue ablation (mta) system and accessories are indicated for the ablation of soft tissue during open procedures. Avoid placing lateral forces on the applicator tip during placement or removal. Always use the lowest power and shortest time necessary to achieve the targeted ablation. Inspect the applicator after each ablation. If the applicator appears damaged, utilize another applicator for subsequent ablations. Warning: when placing the device, use the minimum force necessary and take care not to over advance the applicator. Refer to the shaft depth markings to monitor placement depth. Take care to not bend the tip as it may cause damage to the device. Do not energize the applicator unless the active region of the applicator is fully inserted into target tissue. If the applicator is not properly located into the selected tissue, an unintended thermal injury may occur. After each ablation inspect the applicator for any damage. If any damage is observed the applicator should be discarded and replaced with a new applicator." Note: the solero microwave tissue ablation (mta) system and accessories are indicated for the ablation of soft tissue* during open, laparoscopic, or percutaneous procedures. A review of the angiodynamics complaint system noted no adverse trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Reference(B)(4).

Manufacturer narrative:
The reported device has been returned to the manufacturer and an investigation into the root cause for event is currently in progress. The results of the investigation will be sent via a follow up medwatch. Reference pr (B)(4).

Event description:
A territory manager reported an end user experienced an issue when using a 14cm solero applicator for a percutaneous ablation procedure of an osteoid osteoma. The applicator was tested for 10seconds @ 100watts with no issues reported. The doctor performed a preliminary bone drilling and coaxial trocar. The needle fractured at its ceramic tip in the bone as the doctor went to start the treatment. No ablation had been applied prior to the tip breaking. So, he removed the ceramic tip with pliers. He used a second solero 14cm applicator to treat the patient correctly. The patient did not experience any adverse effects or harm because of this incident. Additional information: the only adjunct tools used were the bone drill and coaxial trocar physician has been using solero for 2 years.